Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 694958, lead, implanted: (B)(6) 2005. (B)(4).

Event description:
It was reported that the right atrial (ra) lead showed occasional undersensing on current electrogram, and there was a decreased in p-wave measurement. It was also noted that the right ventricular (rv) lead exhibited a drop in r-wave measurement. Both leads remain in use. No patient complications have been reported as a result of this event.